Event description:
Covidien received information stating that during patient use, the e500 ventilator generated an abnormal noise and ventilation stopped. The patient was removed from the device and manually ventilated. The ventilator was turned off and turned on again and the device started to work. The patient was placed on the ventilator again. The device worked normally for six hours. While operating, the alternating current (ac) power was unplugged for a while, and the device ran normally on the battery. There were no negative patient consequences as a result of the incident.

Manufacturer narrative:
Covidien has requested return of the device. (B)(4).